Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure, the device had broken thread, the suture was faulty due to the loop end was untied. They opened another device to complete the case and resolved the issue. No injury reported.